Event description:
The reporter has recently received er1 messages on two occasions. After the er1 message, the customer retested and got an actual number value. No change in treatment, did not seek medical advice, no adverse reactions, and no allegation of harm. Lifescan rep advised reporter that if he should receive an er1 message, to compare the confirmation dot to the color chart on the side of the test strip bottle.